Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported material separation of actuator knob is an expected function of the device. The reported clip open while locked and single leaflet device attachment (slda) could not be replicated in the testing environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a definitive cause for the clip open while locked, however the slda was a procedural condition of the clip open while locked, as it was reported that the clip has opened when the actuator knob was retracted. The reported material separation of actuator knob is an expected function of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported material separation of actuator knob could not be confirmed. The reported clip opened while locked could not be replicated in a testing environment due to the returned condition of the clip delivery system (cds) without the clip, and the single leaflet device attachment (slda) could not be replicated in testing environment as it was related to procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In this case, it is likely that the user interpreted the crimping cam retraction as actuator knob detachment because it was confirmed that the actuator knob is attached on top of the crimping cam. The investigation was unable to determine a definitive cause for the clip opened while locked; however, the slda was a procedural condition of the clip open while locked. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: removed conclusion code 4311. Correction: revised additional manufacturers narrative.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the actuator knob detachment, clip opening when locked, and clip detaching from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, when turning the actuator knob 8 turns, the knob slipped completely out from the delivery catheter (dc) handle. The clip was able to be deployed however the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The physician presumed the clip had opened when the actuator knob was retracted as there was a slight v form visible on echo. An additional xtr clip was implanted to stabilize the first clip, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.